Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Atrial pace impedance was relatively steady at approximately 540 ohms through (B)(6) 2015 and rises out of range by (B)(6) 2015. Non-physiologic oversensing due to noise was observed on stored atrial lead electrograms. (B)(4).

Event description:
It was reported that right atrial and right ventricular lead warnings were seen at an in-office check. A wide variation in device daily measurements of lead impedances was noted. The right ventricular lead had low impedance; the right atrial lead had high impedance. Activity counters were not accurate and overestimated daily activity. At the device check, it was also noted there was no sensing in the right ventricular lead and poor atrial lead sensing. Oversensing on the atrial lead to nonphysiologic mode switches. The device was thought to have an unexpected lower longevity. The device was explanted and replaced. Both leads remain in use. No patient complications have been reported as a result of this event.